Manufacturer narrative:
(B) (4). The device has been returned to the MFR for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
It was initially reported that the pt experienced withdrawal with the following symptoms: dizziness and nausea. No alarms or volume discrepancies were noted. The pt was subsequently scheduled for a dorsal column stimulator trial and if that was not successful, the pump would be replaced. At the time of this report, the pt was being managed with oral medications. The pump contained dilaudid, programmed to deliver 1.5 mg/day. The hcp later reported that it was unk if the "reported dizziness and nausea for last 6 months" were due to the devices. The pt requested explant following the stim trial. The pump was subsequently explanted on (B) (6) 2010, for "end of life"; the stimulator was implanted on that date. The catheter remained implanted and tied off to avoid a potential spinal leak. On (B) (6) 2010, the pt was readmitted with severe headache, nausea and vomiting. The hcp initially suspected a spinal leak, but determined on (B) (6) 2010 that the pt did not have a spinal leak. The hcp diagnosed the pt as having "withdrawal from the hydromorphone in her pump". The pt had been weaned down, but not off of the hydromorphone at the time of explant. She was to remain for at least 24 hours for observation and was given oral hydromorphone. The pt later reported that the pump was explanted on (B) (6) 2010, due to low blood pressure, dizziness and nausea. The symptoms have stopped since the pump was explanted. The pt was hospitalized for 10 days following explant due to withdrawal. The pt as unaware that she would have withdrawal following explant. The pt experienced memory loss and had lost (B) (6) pounds since the pump was explanted.